Event description:
It was found through an obituary search that the patient had passed away. No additional relevant information was available in the obituary. A battery life calculation was performed and no anomalies were noted. Based on the estimation, the generator would have still been providing stimulation at the time of the patient's death. Attempts for information regarding the cause of death and relation to vns were unsuccessful.